Event description:
Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was found to be defective during installation at the facility. There was no patient involvement.

Manufacturer narrative:
Livanova (B)(4) manufactures the s5 roller pump. The event occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). A livanova field service representative was dispatched to the facility to investigate. The service representative was able to reproduced the reported issue. The faulty touch screen was replaced to resolve the issue. The unit was tested without issue and was returned to service. A photograph of the kapton-tail date-code was provided to livanova (B)(4) for review. Analysis of the photograph confirmed aging and wear to be the most likely root cause. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Livanova (B)(4) initiated a root cause investigation (B)(4) for this type of issue. Evaluated on site by livanova technician.

Manufacturer narrative:
There was no patient involvement. Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the touch screen of the s5 roller pump was found to be defective during installation at the facility. There was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.